Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 52.2mm in diameter and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure with no reported complications or endoleak, and was discharged on (B)(6) 2015. On (B)(6) 2016, a distal disconnect of the endoprosthesis and the right common iliac artery was determined. On (B)(6) 2016, the patient underwent re-intervention and an additional gore excluder aaa contralateral leg component was implanted on the right side. The patient tolerated the procedure. On (B)(6) 2016, and acute occlusion of the right arterial artery (rutherford 1) of the right inferior member was determined and the patient received systemic heparinization and warming of the members.

Manufacturer narrative:
Concomitant medical products: patient was on sinvastatin, calcium supplement, aspirin, hydrochlorothiazide, lozartan. After the second treatment patient was discharged to home with antibiotics and blood thinner rivaroxaban. According to the instructions for use (IFU), the length of the gore® excluder® aaa endoprosthesis should be sufficient to reach from just inferior to the most distal (lowest) major renal artery to non-aneurysmal tissue in the common or external iliac arteries. Additionally, the IFU states, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The us clinical studies quantify significant thrombus as thrombus = 2 mm in thickness and / or = 25% of the vessel circumference in the intended seal zone of the aortic neck. Irregular calcium and / or plaque may compromise the fixation and sealing of the implantation sites.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 52.2mm in diameter and was implanted with gore® excluder® endoprostheses. The trunk-ipsilateral leg endoprosthesis was reported to have been placed with the ipsilateral side within the right common iliac artery (rcia). The patient tolerated the procedure with no reported complications, and was discharged on (B)(6) 2015. On (B)(6) 2016, the patient was reported to have a distal type I endoleak caused by a distal detachment (inadequate radial pressure) of the ipsilateral leg component within the rcia. The distal detachment is reported to have been caused or contributed by the tortuosity of the patient's rcia and the selection of a shorter device than was needed to achieve adequate seal within the rcia. The patient's proximal neck length landing zone was reported to measure 3.8cm. On (B)(6) 2016, the patient underwent re-intervention and an additional gore® excluder® aaa. Contralateral leg component was successfully implanted to extend coverage within the rcia. Closing was planned with the use of a perclose-proglide ® suture device but was unsuccessful and even with the use of two devices, required manual compression of 30 to 40 minutes. Two hours after the end of manual compression, an acute ischemia of the inferior member was noted. Immediately, medical treatments with continuous infusion of heparin and warming of the leg were performed. Slowly, reperfusion of the leg was observed and ultrasound doppler confirmed patency of the femoral, popliteal and tibial arteries. The patient tolerated the procedure. On (B)(6) 2016, an acute occlusion (rutherford 1) of the right arterial artery of the right inferior member was reported. The patient received systemic heparinization and warming of the members. The occlusion of the vessel was reported to have been caused by the manual compression performed on (B)(6) 2016, and complicated by the presence of plaque and calcium within the artery, and the tortuosity of the vessel.